Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer called in to report being treated by paramedics for low blood glucose levels. Customers blood glucose level was 34 mg/dl. Patients health care provider advised increasing basal rates. Nothing further to report.